Manufacturer narrative:
Events of stenosis and aortic insufficiency were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with stenosis and aortic insufficiency. On (B)(6) 2018, a valve in valve procedure was performed with a 26mm medtronic evolute pro valve. Post-operatively, the patient is reported to be stable.

Event description:
On (B)(6) 2016, a 23 mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with stenosis and aortic insufficiency, and a valve in valve procedure was performed.